Event description:
Medtronic received information through a journal article (european journal clinical investigation 2009; 39(6): 471-480) that 18 aortic root bioprosthetic valves were explanted, 16 due to regurgitation and 2 due to stenosis. The mean age of the patients was (B) (6)years and the mean time of implant was 5.9 +/- 3 years (11 male and 7 female). At explant all valves were analyzed by immuno-histochemistry and transmission electron microscopy. The authors conclude that the results support the concept that lipid-mediated inflammatory mechanisms may contribute to the structural valve dysfunction (svd) of bioprosthesis.

Manufacturer narrative:
(B) (4). Device history records could not be reviewed as no serial numbers were provided. Results: no product was returned. Conclusion: cause of event cannot be determined. No product was returned. Due to the limited amount of information provided, the mechanism of failure could not be determined.